Event description:
Getting high device results. Customer took device to the doctor. Device = 203 mg/dl. Lab = 131 mg/dl. At 11:15 am after returning from the doctor, device = 175 mg/dl. At 3 pm, doctor device = 203 mg/dl. At 3:15 pm, lab = 131 mg/dl. Controls were in range. No treatment. A request was made for return product and replacement product was sent.